Event description:
As reported, when this swan-ganz catheter was connected to the pressure transducer which were zeroed, the catheter provided inaccurate central venous pressure (cvp) and pulmonary artery pressure (pap). The expected values were zero for both cvp and pap, but the displayed cvp and pap were 15 mmhg and 60 mmhg, respectively, which were higher than expected. No error message was displayed. The catheter was under atmospheric pressure and had not yet been inserted into the patient. No information was available regarding waveform, and there were no allegations of occlusion, leakage or kink in the device. The issue was not considered to be related to the patient's condition. The device logs were not available. When the catheter was replaced with a new one, it worked without problems. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional pro codes: dqo catheter, intravascular, diagnostic, dqe catheter, oximeter, fiberoptic, kra catheter, continuous flush.

Manufacturer narrative:
A product evaluation was completed on the returned swan-ganz ccombo v. Customer report of "pressure measurement issue" was unable to be confirmed during evaluation. All through lumens were patent without any leakage or occlusion. All through lumens passed pressure test with lab dpt. Balloon inflated clear and concentric, and remained inflated for 5 minutes. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Further investigation for this unit does not require it to be performed since the defect related to "catheter - general - no defect found - pressure" was not confirmed during product evaluation. The reported malfunction could not be confirmed, however, there are manufacturing controls to avoid potential causes related to the non conformance. Quality visual inspection, manufacturing visual inspecitno, adn 100% leak and flow test. DHR review was performed and no manufacturing non conformances were identified associated with the reported malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.